Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied in antrum during laparoscopic sleeve procedure, the device was able to fire, however, there was a poor staple formation and incomplete staple line distally. The same event occurred on three units of the reload. Another reload was used to fix the staple line and the case was completed. There was no patient injury.